Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results in the risk stratification range generated on access 2 immunoassay system for 3 patient samples. The results were not reported outside the laboratory. Upon repeat testing, the results were within a lower clinical category. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples were li heparin plasma, and were centrifuged for 5 minutes at 3000 rpm if ordered stat, or for 10 minutes at 3000 rpm. Qc runs were within the customer's established ranges prior to the event. A system check was performed on (B)(4) 2010 and met specifications. There was no error posted to the event log associated with the erroneous results. A field service engineer (fse) was on site on (B)(4) 2010, and replaced and realigned some parts. Fse performed preventive maintenance (pm), system checks and precision runs. The results met published specifications. Although some hardware issues were addressed, no definitive root cause for the event has been determined to date.